Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the insulin pump was not working. It was reported that the screen was grey and it's beeping. It was reported that the customer was not well and was going to the hospital. The insulin pump will not be returned for analysis.